Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device catalog #: the customer initially provided # 325104, since revised to # 320522. Initial reporter phone# : the provided phone (city code) exceeds the restricted number of characters: (B)(6). Initial reporter fax# : the provided phone (city code) exceeds the restricted number of characters: (B)(6). Investigation summary: exec summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. CAPA/sa: as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review: a lot history review was carried out and no related non-conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 50 bd micro-fine ultra ¿ 0,25mm. (31g) x 5mm pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: insulin only went halfway or not at all lot #: 0196695, catalog #: 325104, date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that 50 bd micro-fine ultra ¿ 0,25mm. (31g) x 5mm pen needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: insulin only went halfway or not at all. Lot #: 0196695; catalog #: 325104 - see h.10; date of event: unknown.